Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, capture of the suture was not achieved, a cuff miss occurred. A second proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. A cuff miss can be influenced by but not limited to manufacturing, user technique, and/or anatomical conditions. During manufacturing the needle is partially deployed to verify the needle trajectory to the cuff within the foot, thus ensuring proper deployment. A sample is also taken from the lot for destructive functional test to verify the quality of the lot. Based on the in-process inspections to assure needle trajectory is correct prior to packaging and lot acceptance testing verification there is no indication of a product quality deficiency. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected by these tissues. The amount of deflection will depend on the severity of the anatomical conditions. There were no anatomical conditions reported, though requested. Based on the reported information and the unavailability of the device for evaluation, a definitive cause could not be determined. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. There was no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, reported to have occurred in (B)(6). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.